Event description:
The field service engineer reported on behalf of the facility a colleague infusion pump with an 810:11 failure code. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During the product evaluation at baxter, it was discovered that failure code 810:11 occurred during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version for this device is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). During the product evaluation at baxter, it was discovered that failure code 810:11 occurred twice during infusion on (B)(6) 2010. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause could not be determined at this time. The device will not be repaired at this time since it is a stay-in unit. A follow-up medwatch report will be submit if additional information becomes available.